Event description:
Home monitoring showed that this lead had shock impedance greater than 150 ohms. Attempts to reprogram the device had the same result. The physician chose to explant this lead and replace it.